Manufacturer narrative:
E1 : patient city: (B)(6) patient country: spain. Establishment name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It is reported that the patient experienced high blood glucose levels upto 350 mg/dl on (B)(6) 2026 as patient made improper site selection. The patient had lipodystrophy at site insertion upper bum. The patient was treated by insulin pump.